Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a qdot micro and the patient experienced aortic dissection / perforation that required surgical intervention and extracorporeal membrane oxygenation (ECMO). The patient had an aortic dissection post procedure. They came into the emergency room in severe pain. The patient was in the operating room for a total of 6 hours and left on ECMO. The surgeon found a hole in one of her aortic cusps and a small hole in her aorta above it. It was reported that the patient's right ventricle was not moving well and the patient was in bigeminy when she came into the room. The last known patient status was that the patient was "not doing well." Patient was airlifted to a higher level of care hospital and was "still fighting for her life". During the case, the physician went both transeptal and retrograde using the optrell catheter and qdot catheter. The physician lost stability of the qdot catheter several times during the case when not on ablation and the qdot catheter would "fling out" of the ventricle. When in retrograde, the qdot catheter would slip out up into the aortic route and end up in the left main coronary artery. The physician's opinion on the cause of the adverse event was catheter manipulation.